Manufacturer narrative:
Unit passed the unexpected restart error test and displacement test. No unexpected restart error alarms, reset time/date anomaly after change battery noted during testing.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump received an unexpected restart after putting new battery. The customer's blood glucose was 120 mg/dl. Unexpected restart recurring during normal insulin pump use. The insulin pump will be returned for analysis.